Event description:
"Mirrors separating from frame." On (B)(6) 2012 the dental hygienist reported that 2 of these mirrors has fallen out of the frame while inside a patient's mouth. No injury was reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.